Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect an infection. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had discharges in the lead and battery site. The patient also had a blister at the ipg site. The infection was not device or procedure related. However, it was indicated that it was not sure if there was an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1132 sn (B)(4) device evaluation indicated that the ipg passed all test performed. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had discharges in the lead and battery site. The patient also had a blister at the ipg site. The infection was not device or procedure related. However, it was indicated that it was not sure if there was an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), 3001833 description: linear st lead, 50cm.

Event description:
A report was received that the patient had discharges in the lead and battery site. The patient also had a blister at the ipg site. The infection was not device or procedure related. However, it was indicated that it was not sure if there was an infection. The patient will undergo an explant procedure.